Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to cancer fluid drainage. The cause of death was myxoid liposarcoma. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing as the hospital was trying to regulate their blood glucose. The customer was not using sensors. The customer's blood glucose levels were high and low, and when they got to the hospital, their kidneys shut down. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Data analysis: there is no data available due to the unit did not have a battery installed when received.